Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I tsh result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 0.2541 miu/l, repeated on (B)(6) 2024 under sid (B)(6) = 0.2564 miu/ml (reference range: 0.35-4.94 miu/ml), roche = 0.41 / 0.383 (reference range: 0.27-4.2 miu/l). No impact to patient management was reported.

Manufacturer narrative:
Sections d4 / h4: corrected lot #, catalog # and primary UDI #, manufacturing date the evaluation of complaint data for the product and likely cause alinity I tsh reagent lot 53233ud06 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency of the alinity I tsh lot 53233ud06 was identified.

Event description:
The customer reported a falsely decreased alinity I tsh result on a patient. The following results were provided: on (B)(6)2024, sid (B)(6) = 0.2541 miu/l, repeated on (B)(6) 2024 under sid (B)(6) = 0.2564 miu/ml. (Reference range: 0.35-4.94 miu/ml), roche = 0.41 / 0.383 (reference range: 0.27-4.2 miu/l). No impact to patient management was reported.